Event description:
Boston scientific received information that this programmer (prm) displayed black screen with no error code upon powering up. The prm was then power cycled but this did not resolve the issue. The prm will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation. The programmer powers up but nothing displays on screen and no led illuminate on the liquid crystal display (lcd). Analysis also found that a part of the printed circuit board (pcb) got burned; got shorted which was why there was no image on the lcd. The programmer then passed all incoming tests with part of the pcb reworked.